Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the duodenum to treat an obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not function as intended. The physician attempted to place it, but the distal flange was very difficult to open, the expansion was very slow, and the distal flange did not deploy. The issue was initially managed through device manipulation, but it was unsuccessful. The case ultimately required open surgery to remove the stent by performing a gastroenterostomy. It was reported that the patient required hospitalization due to a failed stent insertion. However, the patient has since been discharged and is currently reported to be in good condition. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) to treat and obstruction in the duodenum procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat and obstruction in the duodenum.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization.